Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing. The user's blood glucose level was between 200 mg/dl and 240 mg/dl. The user successfully primed the tubing to remove the air and resumed insulin delivery.